Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. It was also reported that this device only had one therapy delivery over the life of the device which was inappropriate due to atrial fibrillation (af) with rapid ventricular response. No adverse patient effects have been reported. Additional information indicates that this product was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.